Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 8.0. Lab: 1.5. Customer reported that they did not have exact data, and they are not sure when the event happened. Customer also reports that the meter was damaged on the top right side corner when they received it.